Manufacturer narrative:
(B)(4). Batch # = m93j3g. The analysis result of the er320 device found that it was received with the floor damaged and upon inspection the jaws were found to be in a yielded condition. It could not be determined what may have caused the damaged found. No functional testing could be performed due to the condition of the floor. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the floor condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that while the device was inside of the patient a piece of metal was observed in the jaws of the device. The device was removed, the surgical tech removed the metal, it was noted that it was not clip related, and they continued to use the device to complete the procedure. Nothing fell into the patient. There was no patient consequence.